Event description:
It was reported following a percutaneous coronary intervention (pci), an angio-seal was used to close the arteriotomy. Two days later, the pt returned to the dr's office with pus at the access sight. The pt was admitted to incise the site, remove the pus, and administer antibiotics, type and dose unknown. The physician was not sure the pt was compliant with post care procedures.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause for the infection remains unknown. The angio-seal device instructions for use (IFU) state potential adverse reactions or conditions may be associated with one or more angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction , foreign body reaction, potentiation of infection, inflammation of edema. The angio-seal patient info guide instructs the pt to remove the dressing after 24 hours and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and change dialy or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warmth at the site.